Event description:
A report of a precision sys explant was rec'd. The pt could not remember any details of the explant and the implanting physician does not have any info regarding the explant.

Manufacturer narrative:
The explanted devices will not be returned for eval.